Event description:
It was reported to boston scientific corporation that a rx biliary cannula was used during a stone extraction procedure. According to the complainant, during the procedure, while exchanging the guidewire for a different guidewire, 2-3 mm of plastic detached from the distal tip of the catheter and remained inside the patient. The physician is not concerned about the detached tip and expects it to pass naturally. The procedure was completed with another rx biliary cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rx biliary cannula was used during a stone extraction procedure. According to the complainant, during the procedure, while exchanging the guidewire for a different guidewire, 2-3 mm of plastic detached from the distal tip of the catheter and remained inside the patient. The physician is not concerned about the detached tip and expects it to pass naturally. The procedure was completed with another rx biliary cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the tip of the device was intact. The length of the blue paint band was measured and found to meet specifications. There was no evidence the tip of the device had separated. Based on this finding, this is no longer considered a reportable event. There was no evidence the tip of the device had separated. The investigation was unable to confirm the reported complaint.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event: tip of catheter detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.